Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported that their ins "went out after 2 months." And was replaced. On (B)(6) 2017. The patient reported that the replacement device was implanted on wednesday the (B)(6); however, the (B)(6) was a tuesday, so it is unknown on which day the replacement device was implanted. The patient reported that the ins "went out" about 6-9 months ago. No patient symptoms were reported. No further patient complications have been reported as a result of this event. Additional information was received from the patient¿s wife. It was stated that the patient¿s ins only lasted 2 months. The caller did not know the device serial number, or why the ins went out. The device was explanted in (B)(6).

Manufacturer narrative:
Updated estimated event date. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient¿s ins did not work. The ins was implanted in (B)(6) 2017 and was allegedly supposed to last 5 years. It was noted it could have been because of the energy it took to maintain their tremors. The ins was replaced with a rechargeable battery in (B)(6) 2017. No further complications were reported/anticipated.